Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was ¿ssl certificate vulnerabilities¿ related to alaris systems manager. It was found by the facility¿s directory services, identity & access management, federation, pki that the issue is related to ¿ssl self signed cert using sha-1 with rsa encryption.¿ they then suggested to find out with bd if this certificate is required, take proper action, and ¿remove it if not used.¿ bd provided assistance to the customer; the issue was resolved by deleting the certificate in question from the server. There was no patient involvement and there were no reports of actual product security event.